Event description:
It was reported that during a percutaneous intervention (pci) treatment procedure the gauge of the inflation device did not increase. A non-bsc balloon catheter had been advanced to treat an unspecified lesion. The balloon was attached to an encore26 inflation device and the gauge of the inflation device increased with no problems noted. An unspecified taxus drug eluting stent was advanced to the lesion. The encore26 inflation device was attached to the taxus; however, the pressure did not go up. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good." Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).